Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that they were still sore and has some slight bleeding on her back that leaked onto her bed. Additional information was received from the healthcare provider (hcp) and patient. The patient stated that her device has lost communication with her ens and that her battery is depleted. She is still concerned that she might get an infection as the device is not working. She will be trying to contact the doctor again later today. Patient said she had a lot of bruising from the temporary procedure. She says she gets nauseated with everything she eats. The patient stated she hasn't had the trial device removed yet as she was sick the day before and the day of the procedure, she had diarrhea. The patient is scheduled to have the trial removed on (B)(6) 2021. The patient asked if it was okay to wait that long because her hcp mentioned the possibility of an infection. Patient mentioned that she was bleeding and she thinks it's infected. She stated the tape is coming off and she has an open wound. Patient also stated that she thinks the wires are coming out. No further complications were reported.